Manufacturer narrative:
During inspection and testing, there was severe noise in the image and the image was displayed intermittently. A review of the device history record found no deviations that could have caused or contributed to the image issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was intermittently displayed due to a faulty printed circuit board set. The defect on the circuit board was likely because it was manufactured prior to the change in the circuit design of the operational amplifier. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image displayed from the subject device was streaked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was severe noise in the image and the image was displayed intermittently. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.